Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the pump dispensed a full cartridge of insulin during the load step and then alarmed 'no cartridge detected'. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):during evaluation, the pump failed to detect the cartridge during the load step function. A "no cartridge detected" warning was emitted. The force sensor was found to be out of calibration. The pump was opened and contamination was found on the force sensor shim.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.